Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found.

Event description:
It was reported that the patient's implantable pulse generator (ipg) incision site was found to have black tissue and did not fully heal. Upon device interrogation it was noted that there was high thresholds on the right atrial (ra) and right ventricular (rv) leads. The ipg, ra lead, and rv lead were explanted and replaced with a new system on the left side. No further patient complications have been reported as a result of this event.